Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 24 and 36 hours. Symptoms reported include pain, a fever (102 degrees) and a blood glucose level of 309 mg/dl. The patient was taken to the emergency room (ER) and diagnosed with an abscess. The patient was treated with antibiotics intravenously and was released after 6 hours. Patient also was advised to use over the counter bacitracin cream as needed. This pod was removed prior to ER visit due to a hazard alarm during operation occurring.

Manufacturer narrative:
The data presented an 0x31 alarm. The device was reset and rerun, and the rerun data presented no anomalies. The cause of this alarm could not be determined. Inspection of the device found no issues capable of causing the reported infection. The cause of this event could not be determined. Damages were observed to the top and bottom housings of the device. It could not be determined when this damage occurred.